Manufacturer narrative:
The user facility reported that the processing cycles for the instruments used in the patient procedures were completed successfully with no abnormalities. The cycle printouts confirmed that the cycles were completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit is operating according to specification. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the cis used in the cycles were reported to have passed. The passing ci results confirm the result of the processor cycle printout by verifying that the load was exposed to the required concentration of vaporized hydrogen peroxide. Retain testing completed on a lot subject of the reported event evidenced passing results (negative results). The device history record also documents that the lot was manufactured to specification. The v-pro unit is not under steris service contract and is currently maintained and serviced by a third party. At the time of the event the user facility was using instrument pouches not validated for use with the v-pro sterilizer; the user facility has now switched to using steris pouches. In addition, the techniques used by the user facility staff to prepare the scbi for testing were also noted to potentially cause of cross contamination. In-service training on the proper use/handling of the biological indicators, the sterilizer and the need to use validated pouches was conducted on february 7th, 2012.

Event description:
The user facility reported that they received positive biological indicator (bi) results from the self-contained bi included in a v-pro sterilizer load. The instruments present in the cycle were used in patient procedures and the user facility monitored the patients per their hospital protocol; no injuries have been reported.